Manufacturer narrative:
New information in section h6 (device code and patient code).

Event description:
The manufacturer became aware of a study from (B)(6) college of medicine, republic of korea. The title of this report is ¿clinical and radiological outcomes of arthroscopically assisted cannulated screw fixation for tibial eminence fracture in children and adolescents¿ which is associated with the stryker ¿asnis iii cannulated screw¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from may 2004 to august 2015. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 13 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses ledging. 1 out of 5 cases. The report states: ¿five (19%) had ledging which was prominent tibial eminence. This might be caused by malunion and overgrowth of the avulsed fragment.¿

Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿clinical and radiological outcomes of arthroscopically assisted cannulated screw fixation for tibial eminence fracture in children and adolescents¿ which is associated with the stryker ¿asnis iii cannulated screw¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from may 2004 to august 2015. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 13 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses ledging. 1 out of 5 cases. The report states: ¿five (19%) had ledging which was prominent tibial eminence. This might be caused by malunion and overgrowth of the avulsed fragment.¿